Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Pump was displaying e-4 occlusion. Customer felt more and more sick and was dizzy and was brought by ambulance to hospital with a blood glucose value of 340 mg/dl. She got injection of 8 i.u. Novo rapid. Also, customer received an infusion with sodium/water 500 mg. On (B)(6) 2017 customer got 11 i.u. Novo-rapid and infusion with sodium/water 500 mg. Pump and accessories requested for investigation.